Event description:
The reporter stated that an employee had a needlestick in the outpatient infusion room dept when deaccessing a port. It was reported that this unit is very busy and noisy, the reproter was unsure if the nurse heard the safety feature into place. It was reported that as the nurse was removing there was a rebound and they got stuck in a finger on the hand that was holding the portal. The reporter stated that as they look at the needle it does not look engaged in the secured position. The reporter stated they do not know if this is a training issue or if the needle did not function properly. The reporter stated they notified their sales rep and they are going to come to the facility for more inservicing. The pt was tested as well as labs drawn on the employee. The reporter stated that this pt is considered a significant risk for carrying a disease and the employee was started on an oral medication prophylatically for hiv until all of the test results are in. The agreed needle will be returned for evaluation.